Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge fill port was "hard" and the syringe needle was unable to pierce through it. Customer changed the cartridge and insulin delivery was resumed. Customer's blood glucose was 220 mg/dl.